Manufacturer narrative:
Reviewed device history records. Device manufactured to all applicable specifications. Additional information requested. If additional information becomes available, a follow-up report will be submitted.

Event description:
During tightening of the locking nut, the distal end of the driver broke. No pt injury was reported.